Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis and continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient had confusion and used an incorrectly sized dialysis solution bag on the cycler and did not use aseptic technique when adding an additional solution bag. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. On the day of onset, the patient was treated for the peritonitis event with vancomycin (2 grams, intraperitoneally for a one time treatment) and on the same day, began treatment with ceftazidime (1 gram, daily, intraperitoneally for five days which completed six days prior to the initial receipt of this report). On an unreported date in the same month as the onset of the peritonitis event and after the peritoneal effluent culture result was returned, the patient began treatment with vancomycin (1.5 grams, every four to five days, intraperitoneally for three weeks) for the peritonitis event. Antibiotic therapy with the vancomycin (1.5 grams) was reported to be ongoing. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.